Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the pressure transducer printed circuit board was found defective and it was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-I corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I corrected version or model #: 6487800.

Event description:
Manufacturer's ref. (B)(4)

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).